Event description:
It was reported that the patient visited the hospital to troubleshoot their inflatable penile prosthesis (ipp) as it was not working properly. Upon inspection, it was confirmed that there was a crack in the left cylinder connecting tube. The pump and cylinder were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of these inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination identified a wear at fold in both cylinder bodies. A leak was identified in one of the cylinders, consistent with explant damage. Functional testing of the second cylinder and the pump showed that the components performed within specification. Based on the information available and analysis results, the cause of the reported allegations was unable to be established.

Event description:
It was reported that the patient visited the hospital to troubleshoot their inflatable penile prosthesis (ipp) as it was not working properly. Upon inspection, it was confirmed that there was a crack in the left cylinder connecting tube. The pump and cylinder were removed and replaced. There were no patient complications reported.